Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log showed high alarm displayed: cassette not attached properly. Functional testing found that the downstream occlusion (dso) seal was inoperable. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.